Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 6 events were reported for this quarter.   Product return status - 6 devices were received for evaluation.   Evaluation status - 6 device evaluations are in progress.   Additional information - 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Event confirmation status 5 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 5 devices were found to be affected by a hole in the hose. 1 devices had no device problem found.